Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. The insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported that there was a button error on the customer's insulin pump. The customer's blood glucose was 150 mg/dl and does not recall any significant events that could have led to the button error. The customer was advised to discontinue the use of the insulin. Pump and to revert to the back-up plan. No further information provided.